Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 26 to 40 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer had another low event on (B)(6) 2019. The customer wore their transmitter during a magnetic resonance imaging scan. The transmitter will be returned for analysis.